Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a right ventricular lead revision procedure. The right ventricular lead was seen to have fractured causing oversensing and rise in impedance. The lead was explanted and replaced. The patient was noted to be in good condition and was discharged from the hospital.

Manufacturer narrative:
Correction: the awareness date should have been (B)(4) 2018 rather than (B)(4) 2018.